Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 22, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the more prolonged the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate plus profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. The patient is planning to undergo unilateral removal and replacement with an unspecified saline breast implant. However, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 3-mar-2022, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation. Section d 6b. Date of explantation: (B)(6) 2022 . Manufacturer's reference number: (B)(4).